Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the prolonged hospitalization was that the patient's medication was being adjusted and there was no complication from the procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. The patient was in the hospital for 5 days following the procedure. Per the physician, the patient remained in the hospital under cardiology to have their medication adjusted and there was no complication from the surgery. The patient experienced swelling and difficulty swallowing. It was noted that the swelling seemed unusual, and they wanted an alternative to using an icepack for the swelling. Per the opinion of the physician, the swelling near the neck incision was speculated to be possible seroma and they recommended that the patient get a CT scan to rule out hematoma. As of (B)(6) 2025, the CT was not yet completed.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. The patient was in the hospital for 5 days following the procedure. Per the physician, the patient remained in the hospital under cardiology to have their medication adjusted and there was no complication from the surgery. The patient experienced swelling and difficulty swallowing. It was noted that the swelling seemed unusual and they wanted an alternative to using an icepack for the swelling. Per the opinion of the physician, the swelling near the neck incision was speculated to be possible seroma and they recommended that the patient get a CT scan to rule out hematoma. Per the physician, the CT was completed and there wasn't any concern. It was noted that the swelling was improving.